Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2019 to (B)(6)2019. The customer blood glucose level was over 600 mg/dl. Customer stated it wasn't due to insulin pump issue or sensor issue. Customer also stated they were hospitalized due her dehydration and had nothing to do with her insulin pump. Customer did not want to troubleshoot. The device will not be returned for analysis.